Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters leaked blood/fluid from the luer lock plug. The following information was provided by the initial reporter: "venflon pro safety cannulas with specifically 22g has blood /fluid coming out from the middle of the luer lock plug."

Event description:
It was reported that 5 bd venflon¿ pro safety shielded IV catheters leaked blood/fluid from the luer lock plug. The following information was provided by the initial reporter: "venflon pro safety cannulas with specifically 22g has blood /fluid coming out from the middle of the luer lock plug.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-sep-2022. A device history review was conducted for lot number 1359696. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our plant has received a photograph and two representative samples to aid in our investigation. Our engineers noted that the returned photograph did display leakage from the white plug, but were unable to replicate the leak on the returned devices during leakage testing of the units. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.